Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair with the mobile application due to a bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that the device was able to pair.